Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the battery is dead. The battery was not able to charge and when the device was not connected to the ac power the device will not power on. If the device is plugged in using ac power, then the device would power on and work until the power cord is unplugged from the device. When the device disconnects from ac power, the unit powers off without a low battery alarm. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.